Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of olympus testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: <1cfu bacterial identification: n/a. Based on the data provided, the case can only be partially assessed. No correlation has been observed between the device status and cause of contamination. Without cds (cleaned, disinfected, sterilized) information from the customer, we are unable to correlate any possible lapses in reprocessing with the validated procedure in the IFU (instructions for use). Customer hmi (hygiene microbiological investigation) also not provided. After reprocessing, the olympus hmi showed no growth.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.